Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer also reported that they were disoriented from the low bg level, and they damaged their car bumper attempting to park their car to address the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.